Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for multiple patients tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c 702 module between (B)(6) 2018 through (B)(6) 2018. Of the data provided for 4 patient samples, the results for 2 patient samples were discrepant. Patient 1 initial ca2 result was 12.14 mg/dl. The repeat result was 9 mg/dl. On (B)(6) 2018 patient 2 initial ca2 result was 11.9 mg/dl. The repeat result was 9.1 mg/dl. The initial results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The c702 module serial number was (B)(4). At the time of the discrepant results the customer replaced the reagent cassettes. The customer noted buildup in the reagent cassettes and thinks it may be causing reagent contamination. The customer stated the issues were occurring with reagent cassettes from a shipment date of (B)(6) 2018. The customer is currently using reagent cassettes from a shipment date of (B)(6) 2018 and is not experiencing any issues. The customer thinks the issue may be that the reagent tipped over while stored in the cooler. Since replacing the reagent cassettes, the customer is running ca2 tests in duplicate and has not had any new issues. The field service engineer (fse) visited the customer site. The fse checked the reaction cell wash which was ok and slightly adjusted the gear pump. The customer ran qc with acceptable results. The investigation was unable to determine a definitive root cause, however, replacing the reagent cassette seems to have resolved the issue.